Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-02302 1. Section b. Box 5. Describe event or problem this report is associated with MFR report numbers: 1. 3005168196-2020-02301 2. 3005168196-2020-02337.

Event description:
The patient was undergoing a thrombectomy procedure left popliteal and tibioperoneal trunk using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, the physician made several passes in the target vessel using a cat6 and removed a good amount of clot. While attempting to reinsert the cat6 into the sheath, the physician experienced resistance. It appeared that the tip of the cat6 may have been pinched in the process of inserting the cat6 into the peel away sheath, which caused the cat6 to be out of tolerance and the cat6 unable to pass through the valve of the sheath. The cat6 was then removed. The physician continued with the procedure using a second and third cat6 and the peel away sheaths but experienced similar issues. Consequently, both of the cat6s became ovalized approximately two centimeters at the distal tip and therefore, the two cat6s were removed. It was reported that the sheath was inspected under fluoroscopy and was also removed over the guidewire to be inspected but there was no noticeable damage. The procedure was completed using a new cat6 with a non-penumbra catheter and without the peel away sheath and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02301.

Event description:
The patient was undergoing a thrombectomy procedure left popliteal and tibioperoneal trunk using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, the physician was unable to advance a cat6 through the valve of the sheath using a peel away sheath. Consequently, the cat6 became ovalized approximately two centimeters at the distal tip and therefore, it was removed. The physician attempted to advance a new cat6 into the sheath; however, the same issue occurred. Therefore, the cat6 was removed. It was reported that the sheath was inspected under fluoroscopy and was also removed over the guidewire to be inspected but there was no noticeable damage. The procedure was completed using a new cat6 and non-penumbra support catheter with the same sheath. There was no report of an adverse effect to the patient.